Manufacturer narrative:
Continuation of medical devices: ddbc3d1 ICD implanted (B)(6) 2016; 383059 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing (twos) on high rate non-sustained episodes. There is currently no twos noted. The lead remains in use. No patient complications have been reported as a result of this event.